Manufacturer narrative:
Reporting address line 1: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer called technical support (ts) and reported that the device has a touchscreen issue. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer was advised on how to calibrate touchscreen. The customer reported that the device was recalibrated to resolve the reported issue. The device then returned to service. Based on information provided and/or service performed, the alleged malfunction was confirmed.